Event description:
Customer reported no spo2 readings from the v series monitor. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's isolated host communication board. Unit was calibrated and safety tested to factory's specifications.